Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that a 6fen tracheostomy tube developed a leak a few hours following insertion into a pt. The tube was replaced.